Manufacturer narrative:
H10: the lot number was provided for the reported malfunction and a lot history review was performed. The device was returned for evaluation. Failure to deploy due to the outer sheath fracture was confirmed for the stent graft system. A definitive root cause has not been determined. The device was labelled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an model fem09100 endovascular stent graft allegedly experienced a break and fracture. This report was received from a single source. This malfunction did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction and a lot history review will be performed. The device was returned for evaluation and a fracture was identified. The investigation is currently underway. H11: b5, d4(product catalog number, lot number), h2, h6(method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an model fem09100 endovascular stent graft allegedly experienced a break and fracture. This report was received from a single source. This malfunction did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown model endovascular stent graft allegedly experienced a break. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.